Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, d9, g3, g6, h2, h3, h4, h6, h11. Returned product exhibits signs of use (scratches, dings, tool marks) and confirming complaint tip is fractured; not all pieces returned. Performed dimensional analysis results are within specification. Optical images of the device fracture surface exhibited river lines and hinge artifacts suggesting that the device possibly fractured due to bending overload. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, the reported event can be confirmed; however, with the available information, a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2. Report source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure the tip of the oxford tibial inserter broke off on the table so no harm to patient. Diligence is completed and no further information on the reported event has been provided.